Manufacturer narrative:
H10: additional related report #3012307300-2024-10188. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air in line alarm. The event was involved with a cassette and tubing. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue of air in line alarm cannot be confirmed as no product was returned for investigation. The device was last serviced over 7 years ago. No record of air in line events shown in the provided event history log. Based on review of service history and event history log provided by the customer we are unable to determine a probable cause because the product was not returned for evaluation.